Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a consumer and a healthcare professional (hcp) regarding a patient receiving morphine (30 mg/ml at 12 mg/day) via an implantable pump. The pump's indication for use (IFU) was noted as non-malignant pain. The consumer reported that the patient had been in the hospital since (B)(6) 2015. The patient had a seizure which aggravated a compression fracture in her spine (reason for pump implant). The consumer wasn't sure that the pump was working and wanted a manufacturer's representative to go to the hospital to confirm that the pump was functioning. The pump had reportedly been moving around 90 degrees. The patient experienced a seizure and a sudden and severe increase in pain. The hcp stated that the patient failed to return to the clinic and that they didn't believe that there was a "pump issue". Additional information (including the cause and details of the pump movement and cause of the symptoms and hospitalization) has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) on (B)(6) 2015 and it was reported that the patient's pump was checked when she was hospitalized and it was confirmed to be working without issue. The patient was not having any pump issues. The patient's seizure was related to her history of seizures and the increased pain was due to her fall from the seizure; the pump was not related at all per the hcp.